Manufacturer narrative:
(B)(4). Date sent: 05/27/2025. D4: batch # unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: yes, the firing has started but couldn't be finished. The blade was retracted to open the jaws of the device. Did the device deliver any staples? Initially yes, it has locked afterwards. If yes, were the staples formed properly? Until the device started cutting, the staples were proper. If yes, was the staple line complete? No. The cartridge couldn't be fired fully. Did the device cut? Yes, until it is locked. If yes, was the cut line complete? No, it wasn't. If yes, was there any issue with the cut line? Due to locking, slight bleeding has occurred. It was taken under control by using another stapler. Was there any difficulty opening the device jaws? A little. There was some difficulty while taken the blade to it's original state. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # long60a, with lot/batch # x96c5f, and no nonconformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a morbid obesity procedure, it was observed that the device locked out. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #149c21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was received for analysis with no apparent damaged and with an ecr60g reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event reported of hemostasis controllable and partial fire were confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The event of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 149c21, and no non-conformances were identified.